Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4) (B) (4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver 5% dextrose and 0.45% normal saline with 20meq of kcl at a rate of 100ml/hr via a symbiq pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal clave y-site on a primary tubing set for piggyback delivery of an unspecified concentration of iron at a rate of 50ml/hr. The primary solution container was lowered below the secondary solution container. After an unspecified length of time, the nurse noted iron solution was backflowing into the primary solution container. The delivery was stopped and the physician was notified. The tubing sets and solution containers were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.